Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3304601. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on 10/21/2009 and the mesh was implanted. The patient experienced pain in the left hip and left groin, left leg that tightens and hurts, difficulty walking, back pain, repeated urinary tract infection and chronic fatigue. No further information is available.